Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/4/2019. A manufacturing record evaluation was performed for the finished device lot number kgp430, and no non-conformances were identified. Additional investigation summary: one empty opened overwrap, one empty labeled winding former and a needle-suture piece of product code eh7797, lot kgp430 was received for analysis. During the visual inspection of the opened sample (needle/suture piece), the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. Additional investigation summary: one empty opened overwrap, one empty labeled winding former and a dispensed needle-suture combination of product code eh7797, lot kgp430 was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke during knotting. There were no adverse patient consequences reported.